Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported the patient was not receiving therapy on the right side dbs. The impedances were low, but they were in range. The cause of the issue was unknown. An intra-operative impedance test revealed a potential low impedance issue with their right side extension. The issue resolved at the time of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Analysis of the extension (serial no. (B)(4)) found that a breached depression on the outer insulation and conductors exposed 17.5 cm from the proximal end. Conductor #1 was broken 2.7 cm from the proximal end. Conclusion code updated. Result code updated. Method code updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the lead was not involved in the event. The extension was explanted and replaced.